Event description:
It was reported that 2 gem v/nv 20d 1cv 2ss dehp free experienced leakage and component separation. The following information was provided by the initial reporter: material no: 2420-0007; batch no: unknown. It was reported that the nurse attached a secondary tubing to infuse a kcl "piggy back" and the entire piggy back drained very quickly. The ICU had an issue with one of the sets, supposedly it¿s happened to this same nurse before. They have the catalog # but the packaging wasn¿t given to me so I don¿t have the lot number. Nurse hung secondary ivpb of 20meq of kcl to administer to patient over 1 hour. Secondary tubing was properly connected to primary tubing. Secondary bag of kcl attached to primary tubing emptied immediately before it could be programmed into the pump. Normally the bag empties at a controlled rate which is programmed into the pump. This bag is hung above the pump so I do not believe it is a pump malfunction. I think it may be a bad valve in the IV tubing itself. IV tubing is bd alaris pump infusion set.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/28/2020. H.6. Investigation: 1 primary tubing was returned for investigation. The primary set was primed with water and the secondary set was primed with methalyne blue. Tubing was primed successfully. Tubing was allowed to flow freely. The roller clamp was placed in the closed position and confirmed that there was no flow. The slide clamp was placed in the closed position and it was confirmed that there was no flow. No blue dye was seen in the primary tubing. The customer complaint that the nurse attached a secondary tubing to infuse a kcl "piggy back" and the entire piggy back drained very quickly could not be replicated because the secondary set was not returned. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 2 gem v/nv 20d 1cv 2ss dehp free experienced leakage and component separation. The following information was provided by the initial reporter: material no: 2420-0007, batch no: unknown. It was reported that the nurse attached a secondary tubing to infuse a kcl "piggy back" and the entire piggy back drained very quickly. The ICU had an issue with one of the sets, supposedly it¿s happened to this same nurse before. They have the catalog # but the packaging wasn¿t given to me so I don¿t have the lot number. Nurse hung secondary ivpb of 20meq of kcl to administer to patient over 1 hour. Secondary tubing was properly connected to primary tubing. Secondary bag of kcl attached to primary tubing emptied immediately before it could be programmed into the pump. Normally the bag empties at a controlled rate which is programmed into the pump. This bag is hung above the pump so I do not believe it is a pump malfunction. I think it may be a bad valve in the IV tubing itself. IV tubing is bd alaris pump infusion set